Event description:
A malfunction alarm was reported by the customer, displaying a specific malfunction code that was not resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support arranged to replace the pump, ensuring continuous insulin delivery by providing a replacement pump with the necessary instructions for transport and confirming the customer's shipping address.